Manufacturer narrative:
The force bipolar instrument had a broken grip at the basepoint of the grip's location. A piece approximately 16.07 mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage. There was also a broken conductor wire at the force amplification wire location. The instrument failed the electrical continuity test, confirming a complete break in the wire. The internal wire was exposed. No signs of thermal damage were observed.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the force bipolar jaws broke off. A fragment fell into the patient and was retrieved. The procedure was completed with less than a fifteen-minute delay. Intuitive surgical, inc. (Isi) followed up and confirmed that the instrument was inspected prior to use. The customer was grasping tissue. The instrument was in use for two hours. The instrument was removed and the wrist was straightened. There was no resistance, and no damage identified. The fragments were retrieved through a port using a laparoscopic grasper. All fragments were retrieved as the fragments were checked against the jaws for missing pieces. The procedure was completed robotically.

Manufacturer narrative:
The instrument was requested to be returned for failure analysis evaluation. As of the date of this report, the instrument has not yet been received.